Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing with no faults found. No error message was observed. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving an apply sample message and will not response to glucose testing. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication. The apply sample issue began on (B)(6) 2014. At the time of concern, the patient took more food/drink to manage her diabetes. The patient reportedly had symptom of shaking two days after the onset of the reported issue. There was no reported any required medical intervention. The issue was resolved with training on the day the patient contacted lfs. This complaint is being reported due to possible use error and because, the patient had symptom suggestive of hypoglycemia after the apply sample issue began. The issue was resolve during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.